Event description:
(B)(4) clinical study. It was reported that post stenting treatment procedure, the patient experienced chest pain and in-stent restenosis. (B)(6) 2011: the 99% stenosed and 12mm long target lesion was located in the mid left anterior descending artery (lad) with a reference vessel diameter of 2.75mm. It was treated with pre-dilatation and placement of a 2.5 x 16mm taxus liberte stent. Following post dilatation, residual stenosis was 0 % and the patient was discharged on aspirin and prasugrel. (B)(6) 2011: the patient presented with chest pain. (B)(6) 2011, the patient was admitted to the hospital and the 99% in-stent restenosis of the study stent, located in the mid lad, was treated with angioplasty and placement of a 3.00x 18 mm non-bsc drug eluting stent. Following post dilatation residual stenosis was 0%. The event was considered resolved without residual effects and the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).